Event description:
A pt was scanned in the supine position using a large body coil. The pt's bare upper arm was in contact with the coil during scanning. In 2004 the pt reported to the hosp with burns on their thumb and thigh. No treatment was required for the burns.